Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty positioning appears to be related to procedural condition and the difficult to remove from the anatomy was due to the trouble shooting maneuvers of the difficult to position. The patient effect of tissue injury appears to be related to procedural condition of difficult to remove from the anatomy. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip interaction with the chordae causing damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip was inserted and advanced into the left atrium (la). M-knob was applied, but the clip became to posterior to the intended grasping site. It was noted the transseptal puncture was too superior, which resulted in the difficult positioning of the clip. To move the clip into the correct grasping location, + knob was applied. However, while doing so, the physician advanced the clip too far, causing it to become caught in the chordae. Troubleshooting was performed and the clip was able to be removed from the chordae. However, it was observed a chordal rupture had occurred. No treatment was performed for the chordae and the physician decided to continue with the procedure. The clip was able to be positioned over the intended location and was successfully deployed at a2/p2, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.